Event description:
It was reported that a malfunction alarm occurred when the pump started. There was no reported impact to the customer¿s blood glucose level. The customer reverted to manual injection for insulin therapy.